Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced cloudy vision, line across vision, light sensitivity, scratch on the lens. Lazar procedure was done still having the lines on the left eye. Additional information has been requested and received.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Patient reported that they have not seen their physician since the symptoms started. Started using a new eye drop and seems to have cloudy vision at times. Patient reported that these symptoms are recent and right after surgery vision was fine. Informed consumer to discuss concerns with physician and discuss eye drops and let physician know of symptoms. Patient returned to physician to have a laser procedure performed. Patient still has line and physician says the lens is scratched. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).